Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold. When the physician attempted to reposition the lead, it was noted that the helix was stuck in the tissue. The lead was left abandoned in the body on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. Serial number, model number, manufacturing date, expiration date, UDI, and physical manufacturing site are unknown since the serial number was unknown.